Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a repair of a ventral hernia by the surgeon at the hospital on (B)(6) 2013 and a mesh was implanted. It was reported that the patient underwent revision surgery by the surgeon on (B)(6) 2013. It was reported that he underwent a second revision surgery on (B)(6) 2014 and mesh was implanted. It was reported that he underwent revision surgery by the surgeon on (B)(6) 2016. It was reported that he experienced pain, inflammation, mesh detachment, recurrence, adhesions, and mesh coiling. No additional information was provided.